Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable is broken at the distal clevis hub. The broken cable segment that contains the crimp is missing from the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cystectomy procedure, the cable on the small grasping retractor instrument broke. There was no report that any fragment(s) from the instrument broke off and fell into the patient. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury reported.